Event description:
It was reported to gore through a post-market clinical follow-up (pmcf) survey (part of a quantitative market research study) that a gore-tex® soft tissue patch was used in an off-label manner to seal the bronchial stump after removal of a lung. It was reported by the physician that the surgery took place in (B)(6) 2023 and that infection, along with high pressure in the stump would have caused the patch to be blown off the bronchial fistula.

Manufacturer narrative:
The gore-tex® soft tissue patch is indicated for use in the reconstruction of diaphragmatic hernias and chest wall soft tissue deficiencies. The gore-tex® soft tissue patch is contraindicated for use in: ¿ reconstruction of cardiovascular defects. ¿ orthopedic defects, as the primary load bearing support for segmental replacement of tendons or ligaments. ¿ passive biological membranes such as dura mater, pericardium, or peritoneum. The gore-tex® soft tissue patch instructions for use warns: ¿use of this product in applications other than those indicated has the potential for serious complications, such as aneurysm formation or undesired healing to surrounding tissues.¿ b4: minor change to event description to better describe the event. H6: corrected code e2340 to e2402. Code e2402 is used for the gore-tex® soft tissue patch being blown off the bronchial fistula.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. B3: the exact date of event is unknown, therefore, the date of which the incident was reported was used as date of event. Multiple attempts have been made to acquire additional information to classify any possible specific device problem, device identification, patient status, and event dates. No additional information has been provided. Review of the manufacturing records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device was not returned. H3: other code and h6: code b17 - the device not returned. The gore-tex® soft tissue patch is indicated for use in the reconstruction of diaphragmatic hernias and chest wall soft tissue deficiencies. The gore-tex® soft tissue patch instructions for use warns: ¿use of this product in applications other than those indicated has the potential for serious complications, such as aneurysm formation or undesired healing to surrounding tissues.¿ it should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible complications with the use of any tissue deficiency prosthesis may include, but are not limited to, infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence.¿ the gore-tex® soft tissue patch instructions for use also warns: ¿the safety and effectiveness of this device has not been established for use in patients who have a surgical site infection that cannot be treated successfully prior to device placement (e.g. Use of surgical mesh in an infected surgical site). Use of any surgical mesh in the presence of infection could result in potentially serious patient harms and additional intervention, including surgery.¿ the gore-tex® soft tissue patch instructions for use further warns: ¿as with any surgical mesh, use of gore-tex® soft tissue patch in the presence of contamination may result in fever, infection, irritation or inflammation, pain, and wound dehiscence and may require removal of the surgical mesh if infection occurs.¿ the gore-tex® soft tissue patch instructions for use further warns: ¿when post-operative infection is suspected, debridement of involved tissues should be considered. If an infection develops, aggressive treatment and / or device removal should be considered.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to adhesions and related harms, bowel obstruction, contamination, defect recurrence and related harms, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, infection, irritation or inflammation, mesh migration, mesh contraction, pain, paresthesia, seroma or hematoma and related harms, tissue ischemia, wound dehiscence, and additional intervention including surgery. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore through a post-market clinical follow-up (pmcf) survey (part of a quantitative market research study) that a gore-tex® soft tissue patch was used in an off-label manner to seal the bronchial stump after removal of a lung. It was reported by the physician that the surgery took place in (B)(6) 2023 and that infection, along with high pressure in the stump would have caused this device dehiscence and movement over the bronhcial fistula.